Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a hair was found inside the sterile sealed package of a wayne pneumothorax set. The device did not make contact with the patient.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Additional information: date of event: (B)(6) 2018. Device available for eval: yes; product received on: 03jul2018. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. Clinical assessment: there is the potential that if foreign matter is undetected by visual inspection, it could be released into the patient and possibly result in minor harm. However, this is dependent on the decision of clinical staff if an additional procedure will be required to retrieve the foreign body. Any further intervention could change the severity. At this time, the most probable cause of this event is manufacturing related. One unused and unopened wayne pneumothorax set was returned for investigation. The visual inspection of the returned device confirmed the presence of foreign matter. Visually noted, foreign material was found within the edge of the seal. Upon opening the tyvek side of the tray, foreign material was attached. Also note, the seal appeared to be in good condition. The foreign material was measured to be approximately 5.2cm in length. No biological matter was present and no damage was visually noted. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with instruction for use (IFU) which notes: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, the definitive root cause was found to be manufacturing related. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.